Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3636h self bunching 1.8 knotless hip fibertak carrying suture was cut when tying off the anchor knot. This was discovered during use with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.